Event description:
The reporter stated the capsule broke prior to iol implant but the surgeon still attempted to insert a cc4204a collamer aspheric single piece lens. The lens was cut to remove from the pt's eye and a sulcus lens was implanted. No vitrectomy performed. The reporter stated the capsule broke due to pt's condition. This facility uses a competitor's phaco equipment.

Manufacturer narrative:
(B)(4) (no device failure): eval results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).